Event description:
A us distributor reported that a patient was receiving code 107 and code 204 messages.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(6) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a defective u713 op amp on the distribution node pca. The root cause for the defective u713 op amp could not be positively identified. No adverse event resulted from the defective electrode belt. Device evaluation of electrode belt sn (B)(6) is currently underway. The reported problem (service code 204, belt/monitor unusable, and service code 107, abnormal shutdowns) has been confirmed. As received, the electrode belt was unuable to communicate with a monitor. Will submit a supplemental MDR upon completion of device evaluation. The root cause for the failure has not yet been identified. No adverse event resulted from the defective electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) is currently underway. The reported problem (service code 204, belt/monitor unusable, and service code 107, abnormal shutdowns) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. Will submit a supplemental MDR upon completion of device evaluation. The root cause for the failure has not yet been identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving code 107 and code 204 messages.